Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast implantation procedure with unspecified mentor saline breast implants and experienced bilateral breast pain, bilateral wrinkling, and breast mass. It is unclear whether the breast mass is unilateral or bilateral. As a result, the patient underwent removal on (B)(6) 2020. The patient underwent a capsulectomy procedure in 2003 in which the right breast implant was ¿adjusted¿. Per the IFU, the explantation and re-insertion of a device is an off-label use. This report is for the right breast prosthesis.